Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the screw inserter is slightly deformed. When the instrument was pressed along the soft tissue, as per the complaint, the outer shaft may have dethreaded from the screw causing the loosening as well. Due to the condition of the returned inserter a functional evaluation was not performed. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation usage of the device. Catalog number was corrected; upon receipt of the product it was determined the part number reported was incorrect file two of two for the same event, see 2242816-2014-00039-1.

Event description:
The distributor associate reported a forty-five minute surgical delay. It was reported the interface between the driver and screw allowed for movement causing the surgeon difficulty and repeated attempts to put the screw in properly. File two of two.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device manufacture date is unknown.